Manufacturer narrative:
H.6. Investigation: bd has been provided with 3 samples for catalog 304622 lot 190527 to investigate for this record. From the 3 samples returned, it was observed 2 syringes had small particles (pink and grey in color) stocked on the internal wall of the syringe which looks like vial fragments. No particle was identified on the 3rd syringe. In both needles that were punctured in the vial, a huge hole was observed in the rubber which does not correspond to the expected experience after puncturing a regular vial. All needles were examined without showing any damage to the cannula point and well-deburred. Additional test were done with no difficulties and particles from vials stopper fragmentation were found. As a result, bd was able to verify the reported issue. The device history review showed no evident, abnormalities or issues during the needle manufacturing related to coring effect. Bd would like to inform you that these needles are adequate for drug preparation as long as the needle penetrate the stopper at 90º to minimize the risk of catching the internal wall of the vial stopper since most of the needles have a short bevel. The handling cannot be excluded to play a role which could have some potential implication in the coring effect issue.

Event description:
It was reported that bits of rubber were found in the vial used with the bd microlance¿ needle during use. The following information was provided by the initial reporter: "I have to report new incident with bd microlance needle ¿ it´s still the issue with glass vials and the needle cuts the rubber cup. Customer was informed that this needle is not ideal for this procedure but they claim because this information is not in IFU they use it for drug preparation. Parts of rubber found in vials."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bits of rubber were found in the vial used with the bd microlance¿ needle during use. The following information was provided by the initial reporter: "I have to report new incident with bd microlance needle ¿ it´s still the issue with glass vials and the needle cuts the rubber cup. Customer was informed that this needle is not ideal for this procedure but they claim because this information is not in IFU they use it for drug preparation. Parts of rubber found in vials."